Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had noticed there were cracks in her insulin pump. The customer's blood glucose level was 50 mg/dl. Customer is unaware of how the damage occurred. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump had moisture damage noted on keypad traces during visual inspection. All buttons functioned properly. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.